Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. Additional information received from the field representative indicates that the patient had excessive bleeding and hematoma as well as many other medical issues and poor hygiene. There were no additional adverse patient effects reported. The lv lead was explanted.